Event description:
It was reported that the patient was implanted with hip prosthesis in (B)(6) 2013 after which, she developed loosening of the femoral stem and subsidence of the stem, which resulted in limb length discrepancy. The patient underwent revision surgery in (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive the explanted device, x-rays, or other source documents for review. The cause for this specific event cannot be ascertained from the information provided. When additional information became available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer reference number (B)(4).